Event description:
The following has been reported: while the unit was at fk warrendale after being returned for other repairs, it was further discovered during functional testing that there was a pump problem alarm for a temporary resistor encoder failure a review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (vr encoder)(sensor-4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. While the device was at warrendale undergoing evaluation, it was discovered that the lvp 2219200382 was not functioning. Fva pcba encoder board requires replacement as part of the repair/recall process. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.